Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Patient was implanted with a dhs plate and screws on (B)(6) 2012. Reportedly, the patient was non-compliant and didn't heal due to premature activity. The patient was returned to the operating room on (B)(6) 2012 for removal of the hardware. The surgeon plans to revise patient to a dhhs implant. This report is number 3 of 5 for the same event.